Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal dural sealant system 5ml (202050) was inadequate. The product was in contact with the patient; however, there was no patient injury reported and delay in surgery is unknown.

Manufacturer narrative:
Duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - investigation showed that the product received was tested and no issues were found nor could the complaint be replicated. The sample received back includes 1 borate syringe and its caps (white), 1 vial with the phosphate syringe empty and its blue cap, 3 loose spray tips, 1 y-connector, and 2 holders. The spray tips, y-connector, and holder were visually inspected, and no signs of usage or damage was detected in them. The borate syringe was received full of 2.5 ml of solution and there were no signs of use nor damages. The phosphate syringe was received connected to the bioset, this was fully depressed, and the red line indicator was not visible. Inside of the vial. Peg was observed melted and sticking to the wall of the vial. The blue syringe had no signs of damage. The syringe was filled with water to perform a functional verification, the water was introduced and withdrawn without difficulty and no leaks were observed. As such we cannot confirm the reported condition that the diluent syringe is inadequate. Root cause - the root cause is undetermined because with the evaluation of the available sample, the failure mode could not be confirmed. Per the dfmea, potential causes of failure include solution mixing and coverage. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.